Event description:
It was reported by the affiliate that the clip did not close on the blood vessel. After the surgeon saw that the clip did not close, they took a new product that worked fine so they could finished the operation. No further information is available.